Event description:
It was reported that the insulin pump alarmed motor error during bolus. No delivery alarms were noted in the alarm history. High pressure test was performed and there was an alarm. Customer's blood glucose readings at the time of the call were 267 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.